Event description:
It was reported that an alert was received on this cardiac resynchronization therapy defibrillator (crt-d) due to the heart failure index crossed the alert threshold. The presenting electrogram (egm) showed occasional farfield r-wave oversensing (ffos). Battery longevity is normal and lead measurements are stable. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that an alert was received on this cardiac resynchronization therapy defibrillator (crt-d) due to the heart failure index crossed the alert threshold. The presenting electrogram (egm) showed occasional farfield r-wave oversensing (ffos). Received additional information atrial intrinsic amplitude is out-of-range at 0.5mv (millivolts). The presenting egm continues to show ffos. Trending for atrial intrinsic amplitude over several years shows variability from 0.4mv to 4.7mv with atrial blanking after ventricular pacing at 125ms (milliseconds). Recommended re-programming if clinically appropriate to avoid ffos. Battery longevity is normal and lead measurements are stable. The device remains in service. No adverse patient effects were reported.